Event description:
The customer contact reported that during testing at the user facility, the device intermittently powers off on its own while operating on ac power when the ac power cord is moved. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.